Event description:
It was reported that during recanalization procedure on the distal popliteal artery via left femoral artery, the instrument sounded an alarm when the catheter for thrombus aspiration reached 5cm. It was further reported that catheter was removed from patient and the tip allegedly detached from catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The physical investigation showed that the helix is pulled out of the catheter 185 mm. The rotor tip of the catheter is missing. Therefore, the investigation is confirmed for the reported detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. The catalog number identified in this report has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in this report. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Device not returned.

Event description:
It was reported that during recanalization procedure through left femoral artery, the tip of the catheter was allegedly found to be detached when the catheter and guide wire were removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and physically investigated. During physical investigation, the physical investigation showed that the helix is pulled out of the catheter 185 mm. The rotor tip of the catheter is missing. It is assumed that the tip of the catheter was stuck inside the patient and the catheter was pulled out with high force, so the helix was deformed to this extreme extent. The deformation is not possible due to rotation because the catheter would declutch. Therefore, the investigation is confirmed for the reported detachment issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during recanalization procedure on the distal popliteal artery via left femoral artery, the rotarex device sounded an alarm when the catheter for thrombus aspiration reached 5 cm. It was further reported that catheter was removed from patient and the tip allegedly detached from catheter. However, it could not be confirmed that the catheter tip was fully retrieved from the patient. The procedure was completed using another device. There were no reported clinical signs or consequences to the patient.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation showed that the helix is pulled out of the catheter 185 mm. The rotor tip of the catheter is missing; therefore, the investigation is confirmed for the reported detachment issue; however, a clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B2, g3, h6 (component). B1, b5, d3, g1, g4, h1, h6 (patient). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during recanalization procedure on the distal popliteal artery via left femoral artery, the rotarex device sounded an alarm when the catheter for thrombus aspiration reached 5 cm. It was further reported that catheter was removed from patient and the tip allegedly detached from catheter. However, it could not be confirmed that the catheter tip was fully retrieved from the patient. The procedure was completed using another device. There were no reported clinical signs or consequences to the patient.